Event description:
Reportedly, during pt use, a system error alarm occurred. The pt was removed from the ventilator and manually ventilated for 30 minutes and then transferred to a second ventilator. There were no adverse pt effects reported.